Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was damaged and the reservoir was not locking in its place. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the damage had occurred during normal use without silicon case on. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.

Event description:
Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. The product was been returned for analysis.

Manufacturer narrative:
Retainer ring=missing. Case type=ngp customer returned pump device received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked case (battery tube), end cap address label missing, faded serial number label and corroded battery tube. Missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.